Event description:
Reportedly, a dual chamber pacemaker (kora 250 dr) was implanted on (B)(6) 2023. The procedure was not straightforward; the first ventricular lead was implanted but failed (vega r58). A second vega r58 was successfully placed in the septum. During a scheduled in-clinic follow-up, the physician discovered capture failure, increased lead impedance and decreased sensing. The pacemaker was only capturing at 5v x 1.00 ms. Therefore, the center decided to hospitalize the patient and analyze the case with x-rays: they found rupture of the lead tip. Considering the patient's history, they decided to implant a micra leadless pacemaker and to turn off the pm, using ooo mode. They did not want to open the previous wound due to infectious risk. Two days later, a micra av was implanted in the septum without any complication and the patient was discharged. The patient has referred to falls in 2024, but the period is not clear (between january and july).

Manufacturer narrative:
The review of provided data confirmed the reported issue: the ventricular screw is broken and the ventricular electrical measurements since 25 october 2024 are abnormal. The subject ventricular lead was implanted on (B)(6) 2023 and connected to the microport active implantable device kora 250 dr s/n (B)(6). The manufacturing process as well as device history records show that the subject lead has been manufactured and delivered to the field following all applicable procedures. The provided fluoroscopy from (B)(6) 2025 shows that the entire helix, including the driver is detached from the lead and the screw is most probably fixated in the septum. There is slack, the ventricular lead is not stretched. The connection to the device and the position of the device are not visible on the provided x-ray. X-ray of the system at implantation haven't been provided. On (B)(6) 2024: the ventricular impedance increased, the ventricular sensing decreased, ventricular sensing histograms show ventricular oversensing. The subject lead was implanted for almost one year when the electrical measurements started to be abnormal. 5 ventricular bursts were recorded, all showing ventricular oversensing and lead related issue. The subject lead remains implanted and no further investigation can be performed. The detachment of the entire helix, including the driver cannot be explained. No conclusion can be provided even if some hypotheses can be raised: too many manipulations of screwing and unscrewing at implantation to position the lead in the septum, leading to over-torque of the inner coil which is strongly weld to the driver of the screw? - could it be the use of non-microport accessories during the implantation procedure? - could it be the reported fall of the patient in 2024 even if the period of the fall doesn¿t coincide with the first abnormal electrical measurements? This case is an isolated case. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a dual chamber pacemaker (kora 250 dr) was implanted in (B)(6) 2023. The procedure was not straightforward; the first ventricular lead was implanted but failed (vega r58). A second vega r58 was successfully placed in the septum. During a scheduled in-clinic follow-up, the physician discovered capture failure, increased lead impedance and decreased sensing. The pacemaker was only capturing at 5v x 1.00ms. Therefore, the center decided to hospitalize the patient and analyze the case with x-rays: they found rupture of the lead tip. Considering the patient's history, they decided to implant a micra leadless pacemaker and to turn off the pm, using ooo mode. They did not want to open the previous wound due to infectious risk. Two days later, a micra av was implanted in the septum without any complication and the patient was discharged. The patient has referred to falls in 2024, but the period is not clear (between january and july).